Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was seeing power on reset (por) message. Therapy had stopped due to por. Patient was able to charge but sees the por message on the insr. The por was related to an overdischarge. In (B)(6) 2017, patient had stopped feeling stim and not charged for a while because her husband had died and she temporarily lost the recharger (insr). Patient eventually found the insr but couldn't charge the ins. Patient met with a manufacturer representative, who resolved the overdischarge but a por message appeared. The rep was unable to clear it and told her to call the support services. Por could not be cleared and patient was redirected to their hcp to get the device interrogated. Patient had moved to a different state and did not have a managing hcp. No further complications were reported/anticipated.